Event description:
It was reported that the stimulator and the lead was explanted on (B)(6) 2014. It was reported that the product was no longer working per the healthcare provider. It was noted not normal battery depletion. It was noted that the patient was alive with no injury at day of reported event date. The patient status after the device was removed was recovered without sequela. Additional information received reported the patient felt it was not working any longer. It was noted that it was unknown if the event was attributed to any of the devices. No abnormal impedance measurements were noted. It was noted that the lead/extension dislodgement/migration. An x-ray was performed on (B)(6) 2014. The lead appeared to be in place. Reprogramming resulted in no changes. The revision on (B)(6) 2014 resulted with the patient with good sensory but still no voiding. It was noted that the patient did not require hospitalization due to the event. It was reported awaiting results if newest stimulator will work. Additional information received reported the caller wants to know if the devices they sent back were malfunctioning and if warranty applied in order to determine if credit should be passed onto payer. The healthcare provider performed revision and device was returned for analysis. There were no allegations of a complaint but device was sent back for analysis to see if credit was owed. Caller doubts credit was owed but their practice was to send back. Additional information received reported the caller states stimulator (serial#: (B)(4)) was no longer working and the patient has had multiple interstim procedures. Device was explanted after two years and sent in for analysis. Caller believes the patient has bilateral stimulator. The caller states therapy was not helping with symptoms but did not provide further information. Asked when therapy stopped working and caller states they do not know, only that it was explanted (B)(6)2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type programmer, patient product ID: 3093-28, lot# v718504, implanted: (B)(6) 2012, 9 explanted: (B)(6) 2014, product type: lead. Product ID: 3093-28, lot# v718504, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4).